Event description:
The mother reported via phone call that the customer received a button error alarm when attempting to enter their carbohydrates. The customer's blood glucose was 201 mg/dl. The mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The mother agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with intermittent button response due to flattened buttons dome switch. No button error alarm noted during testing. Pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.